Event description:
It was reported that patient underwent knee procedure in 2006. Oxford bearing was revised in 2009, due to a report of dislocation. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the us. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report was filed on april 3, 2009.